Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector pin was stated to be loose. The insr had not been charging up for 3 weeks prior to this report. An exact date was unknown. While the insr was not charging, it did show that it was plugged in. The insr was also stated to not communicate with the implantable neurostimulator (ins). The ins battery was noted to be empty. Another recharger was sent to the patient and the patient reported the device was working properly. The empty battery was able to be recharged appropriately. No patient symptoms were reported. Additional information received reported that the patient did not have a concern with their device or therapy. The patient received assistance from their doctor or manufacturing representative and their concerns were resolved. The patient still had concerns regarding their device or therapy but they were working with tier doctor or manufacturing representative. The patient still had concerns with their device or therapy but they had not sought further help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.